Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data was collected from the device and analyzed. Analysis revealed battery depletion indicated and elective replacement indicator (eri) was due to high battery impedance and logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011.

Event description:
It was reported that the patient was not felling well and presented with pacemaker syndrome. The device was found to be at elective replacement indicator and operating in vvi mode. It was also reported that there was possible premature battery depletion and high battery impedance. The device was set back to dual chamber mode until the device can be replaced. The device is still in use and is planned to be explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation, however, performance data was collected from the device and analyzed. Analysis revealed battery depletion indicated and elective replacement indicator (eri) was due to high battery impedance and logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011.

Event description:
It was reported that the patient was not felling well and presented with pacemaker syndrome. The device was found to be at elective replacement indicator and operating in vvi mode. It was also reported that there was possible premature battery depletion and high battery impedance. The device was set back to dual chamber mode until the device can be replaced. The device is still in use and is planned to be explanted and replaced. No further patient complications have been reported as a result of this event. It was further reported that the device was explanted and replaced.